Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure. The exact procedure date was unknown. During the procedure, the physician had difficulty suctioning the varix, and the bands did not deploy when the knob was rotated. However, the device was tested outside the patient and functioned properly. The procedure was completed with a different device. There were no patient complications reported as a result of this event.